Event description:
It was reported by provider that the left motor is leaking grease on the (B)(4) power chair, no property damage or alleged injury. Provider states the chair has been in there shop for a couple of weeks. No further information provided.